Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient developed hematoma post implant. The patient was monitored to see if the hematoma would resolve itself. Swelling and redness were noted near the implant site, and the patient developed febrile condition. Infection was later identified and the patient was admitted for system extraction. The patient was sent home with a lifevest until the infection cleared up and a new system was implanted. Patient was stable after event.